Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown. Customer stated there was 1/4 inch cracks on the upper and right hand corner of the screen that go out at an angle. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.